Event description:
Customer states she had two patient urine samples that gave false negative results for leukocytes: sample 1, urisys 2400 result was negative, microscopic examination revealed 15-25 white blood cells per hpf. Sample 2, urisys 2400 result was negative, microscopic examination revealed 30-50 white blood cells per hpf. The negative results were reported. Customer did not know if the patients were treated or treatment was withheld based on the results, she did state "nothing had been reported back to her from the doctor that an adverse event occurred". The field service rep determined waste system carryover to be the cause when he cleaned waste system. To verify instrument operation, he ran qc which was successful.